Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient to confirm that the serial number from the transmitter box matched the serial number entered into the receiver. Patient confirmed that she was within range and with no obstructions. Determined during troubleshooting that the patient had not pulled collar up during the sensor insertion process. The bluetooth was blinking and advised the patient to call back if the blinking does not stop in half an hour. No injury or medical intervention was reported.